Event description:
It was reported that the customer was hospitalized due to low blood glucose of 39mg/dl. Troubleshooting was performed. It was stated that the customer blood glucose rise up with juice and jelly. It was stated that the customer had stomach flu, which the doctor believes can cause the low blood glucose. It was stated that the customer was vomiting. The customer's most recent glucose reading was 430mg/dl, and she has treated with food and glucose tablets. Reviewed the programming and found that her basal rates were like 0.35 units. It was stated that the reservoir has the same amount of insulin that the status screen shows. It was also mentioned that the insulin pump alarmed motor error during a bolus. Ran a self and displacement test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-83040.